Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failing split nut closed. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21 & annex d: d16. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Annex b: b01, annex c: c07 & annex d: d15. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated failure dropped device was confirmed. Failed split nut close was not confirmed. ¿ received on 05-dec-2024 into bd san diego operation¿s lab. Pca unit was received unboxed and with paperwork. ¿ pca was tested along with asm, check-in and binary switches passed. Split nut open and close tested good. ¿ external inspection reveals a damaged front and rear case. ¿ damaged front and rear case. Unable to duplicate the unit¿s failed split nut close. ¿ device to be returned to san diego repair center for processing. ¿ recommend bd san diego repair center to replace the front and rear case. ¿ failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failing split nut closed. There was no patient involvement.